Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient presented with the pre op diagnoses of severe degenerative disk disease l5-s1; spondylolisthesis at l5-s1; spondylolysis of l5. The patient underwent the following procedures: l5 laminectomy, facetectomy (gill procedure) with posterolateral fusion; arthrodesis posterolateral intertransverse technique l5-s1; local autograft harvest; pedicle instrumentation l5 and s1 bilaterally. Per the op notes, the bone fillings were left in place and the remaining morselized autograft was carefully placed in sheets of absorbable sponge soaked in bmp. These autograft wraps were placed along the decorticated surfaces of the l5-s1 elements. Emg monitoring was used during the procedure. No patient complications were noted. (B)(6) 2007 the patient underwent CT of the lumbar spine post myelography due to spondylolisthesis. On (B)(6) 2007 the patient presented with the pre op diagnoses of severe multi segmental lumbar spinal stenosis l4-5 and l5-s1 (foraminal). The patient underwent the following procedures: redo inferior l3, l4, l5 laminectomy, medial facetectomy and foraminotomy; removal of left l5-s1 pedicle screws and rod as well as crosslink; repair of tiny dural tear, dorsal at l5-s1. Intraoperative findings: there was a very solid fusion noted at l5-s1 and the hardware was intact with no evidence of hardware failure. There was dense epidural fibrosis dorsal to the l5-s1 level and this was densely adherent to the thecal sac and the exiting the nerve roots. There was extremely severe lateral recess and foraminal stenosis at l4-5 but critical grade stenosis, foraminal stenosis at l5-s1 due to the grade I spondylolisthesis of l5 on s1 and the overgrowth of the bone. It was noted that there was marked bone overgrowth surrounding all of the hardware, as there seemed to be almost a shell of bone covering the hardware. Emgs were used during the procedure. No patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.